Event description:
Voluntary medwatch received states that the right ventricular lead exhibited high pacing impedance and high capture thresholds. It was noted that the system failed to deliver a shock since shock impedance was normal.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5165836.